Event description:
The patient experienced increased pain. A dye study (extravasation under live fluoroscopy) was performed; it was noted that they were unable to aspirate. It was determined that there was a kink/occlusion in the intrathecal section of the catheter. The catheter was revised. The medication being delivered, via the device system, was morphine sulfate.